Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The physician suspected lead insulation damage to be the cause of the event. The lead is anticipated to be replaced when the device reached elective replacement indicator (eri) level. The patient was in stable condition and will continue to be monitored.